Event description:
Caller reported a malfunction on the pump, identified by the code malf 1. There was no adverse impact to the customer's blood glucose level as it did not exceed certain thresholds. Technical support assisted the caller with resetting the pump, but the same malfunction recurred after the reset. Consequently, a replacement pump was arranged for the customer.